Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor would only power on intermittently. The cause of the intermittent ability to power on was an intermittent battery connector, j1, on the ca board. The root cause for the defective j1 was unable to be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) would only power up intermittently. The last pt to use this monitor did not report any deficiencies.